Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus delivery. The customer's blood glucose was 150 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was able to complete the rewind sequence. He stated that the alarm occurred every once in a while. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The motor error alarmed on the insulin pump during the basic occlusion test due to a faulty force sensor resistor (gold). The insulin pump was unable to perform the basic occlusion, occlusion, prime, and excessive no delivery tests due to the motor error alarm. The motor was tested outside the device and passed the motor test. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.